Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." As noted in the complaint documentation: "required intervention to prevent permanent impairment/damage". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Per user medwatch report 3600840000-2022-8050: elderly male with history of atrial fibrillation, chronic heart failure, elevated blood pressure and low heart rate. Procedure: permanent pacemaker placement. Problem; while in the left subclavian vein, the zipwire delaminated inside the vessel. The remaining wire was successfully retrieved by the physician at the time of the incident. No identified harm, anticipated discharge in 2 days. No additional surgery needed, observed in same day, overnight for observation manufacturer response for wire, guide, catheter, zipwire¿ (per site reporter) will obtain what was the original intended procedure? : procedure: permanent pacemaker placement. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The device was not recieived for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: - do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. - to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." As noted in the complaint documentation: "required intervention to prevent permanent impairment/damage". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Per user medwatch report (B)(4): elderly male with history of atrial fibrillation, chronic heart failure, elevated blood pressure and low heart rate. Procedure: permanent pacemaker placement. Problem; while in the left subclavian vein, the zipwire delaminated inside the vessel. The remaining wire was successfully retrieved by the physician at the time of the incident. No identified harm, anticipated discharge in 2 days. No additional surgery needed, observed in same day, overnight for observation manufacturer response for wire, guide, catheter, zipwire¿ (per site reporter) will obtain what was the original intended procedure? : procedure: permanent pacemaker placement. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; additional information received on june 27, 2022: 1. What intervention was used to remove the device? Answer: snare. 2. How was the procedure completed? (With another of the same device, with a different device, etc.) Answer: with another of the same device. 3. What was the patient's condition post procedure? Answer: stable.